Event description:
The customer reported that while the gantry was rotating from 180 degrees to 0 degree, the collimator cover fell off at around 45 degrees. The cover hit the patient's shoulder and head. The gantry rotation was stopped immediately. As a result of this event, the patient received "small abrasions" and "bruises." The patient was immediately examined by a doctor and sent home afterwards. No further details about the patient were reported.

Event description:
Customer reportedly received results of 247 mg/dl and 113 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.